Event description:
On (B)(6) 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. On (B)(6) 2007, a postoperative computed angiography scan revealed aneurysmal sac enlargement and a distal type I endoleak. On (B)(6) 2007, a gore excluder aaa endoprosthesis contralateral leg component was implanted and the distal type I endoleak was successfully repaired.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: type I endoleak. Please note: on (B)(6) 2005 a gore excluder aaa endoprosthesis contralateral leg component ((B)(4)/lot#043060405) was also implanted.